Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: IV tubing was spiked and primed with d5. Medication was mixed in bag and sent to floor. Rn could not load tubing due to green clip being on the wrong side. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph depicting the sample compared to another set to show the reported defect was returned for evaluation. A visual evaluation was performed on the photograph returned and it was noted the sample pump segment was inverted, but the green free flow clamp was on the correct side which notes the pump segment was misassembled and not completely inverted. Photographs show a secondary set for comparison purposes only. Based on the photograph returned the reported defect of incorrect assembly of pump segment was confirmed. Incidents of this nature are attributed to operator oversight during the hand assembly process. Although our training procedures ensure that all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.